Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failure to attach to the patient's esophagus. There was no harm caused to the patient and there was a repeat procedure performed. There was nothing unusual about patient or procedure. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. No known adverse events were reported.